Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer did not return the test strips.

Event description:
The customer complained of erroneous inr results for 1 patient tested on coaguchek xs meter with serial number (B)(4) compared to a laboratory using the dade innovin method. The patient was tested on the meter and the result was 7.2 inr. The result from the laboratory within 2 hours was 5.2 inr. The patient was advised to hold her warfarin dose for 3 days and eat extra leafy greens. These recommendations would be the same for both the result from the meter and the result from the laboratory. The patient¿s normal therapeutic range is 2.5-3.5 inr. There was no allegation that an adverse event occurred. The patient is fine, in stable condition. The patient was bridging from heparin therapy but this was stopped on (b)(64 2017. The patient is not anemic, has no antiphospholipid antibodies and is not on any direct thrombin inhibitors. The meter and test strips were requested for investigation. The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and an internal reference meter were used. Donor #1 inr: 4.6, donor #2 inr: 2.1. Donor #1 hct: 44%, donor #2 hct: 52%. Donor #1: master lot: 4.6 inr. Donor #1: customer¿s meter and master lot: 4.6 inr. Donor #2: master lot: 2.1 inr. Donor #2: customer¿s meter and master lot: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the patient¿s medications are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 124155-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.